Event description:
Information received indicated the head hi-lo drifts down.

Manufacturer narrative:
Technical support recommended replacing the head hi/low down valve or the emergency trendelenburg valve. Technical support followed up with the customer, however, no other information was obtained.